Manufacturer narrative:
Device evaluation: 1 unit of lot number c1653462 of echo-25 was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 19 feb 2020. A proximal kink was observed approx. 115cm from the base of hub. The needle was able to advance and retract. Document review including IFU review: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number c1653462 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1653462. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to the device potentially being used in a flexed or twisted position during the procedure causing a kink leading to the advancement issue. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle would not exit sheath after a couple of passes. The procedure was successfully completed with a different device.